Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. As the product sample was disinfected and prepared for analysis, no leak or any problem was found in the set. A visual inspection was performed and no problems were found on the assembly of the lines. There were no gaps, separation, delamination or any other problems identified. The product was in the expected condition. A functional test was performed on the product sample. During the functional test, no disconnection, leak, air bubbles, level variation on the venous or arterial chamber or any alarms were noticed. The clamps required to be closed functioned as intended, no defects were detected with the integrity of the clamps. The sample test worked as intended without any abnormalities during the test period. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. Upon completion of the evaluation, the reported event was not confirmed.

Event description:
A user facility¿s clinical manager reported that that a fresenius combiset bloodline leaked two hours and thirty minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, did not alarm, but is not expected to. A fresenius dialyzer was also in use. The leak originated at the red piece after the blood pump segment. The patient¿s estimated blood loss (ebl) was approximately 10ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s clinical manager reported that a fresenius combiset bloodline leaked two hours and thirty minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, did not alarm, but is not expected to. A fresenius dialyzer was also in use. The leak originated at the red piece after the blood pump segment. The patient¿s estimated blood loss (ebl) was approximately 10ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.